Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor underinfused. The device was filled with 6g of tazocilline in 0.9% physiological serum to a total fill volume of 60ml. The expected therapy time was reported to be 12 hours; however, after 14 hours of infusion, approximately 1/3 of the solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.